Event description:
It was reported that the pt went to the ER due to an infection at the right ipg site. The pt is currently being treated with antibiotics. The pt outcome is unk. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.